Event description:
It was reported that, "two of the tibial bearing trials cracked on the implant. Cracked pieces were removed and verified to be complete."

Manufacturer narrative:
Investigation is in progress.